Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that a patient presented in-clinic after receiving an alert for charge-time limit reached after receiving shocks. It was noted that the patient received inappropriate shock due for atrial fibrillation with rapid ventricular response. A capacitor maintenance was attempted, but could not be completed due to an ongoing episode. Programming changes were made. It was noted that the next day, a capacitor maintenance was attempted but was still unable to be complicated due to an ongoing atrial fibrillation with high heart rate.